Event description:
Drug test showed a methamphetamine positive and I was involuntarily locked away in a rehabilitation center when in fact when no methamphetamine was consumed. (B)(6). Never used methamphetamine.